Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple inappropriate shocks due to atrial fibrillation (af), rapid ventricular response (rvr) and intermittent ventricular tachycardia. Patient presented dizziness and weakness symptoms. Subsequently, the patient was admitted into to the ICU for further care and was medically managed with several boluses of IV amiodarone and toprol. Also, the device was reprogrammed. Two days after the event, the patient was discharged in stable condition. At this time, no additional adverse patient effects have been reported. This product remains in-service.